Event description:
The affiliate reported that after implantation of the device, it was noted that the patient¿s brain ventricles became large. The pressure was lowered but the condition did not improve. As a result, the device was revised. After revision, the patient¿s condition improved.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the silicone housing was torn around the siphon guard, also a small tear was noted on the side of the valve. This may have contributed to the pressure control issues noted by the customer. Although it is not possible to determine the exact root cause for the tear, it might be possible that the device came in contact with the edge of a sharp instrument either during the implant or explants of the device that caused further propagation. This however, could not be confirmed. During the functional testing of the device, it was found that the device passed all tests. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.